Event description:
It was reported to boston scientific corporation in 2008, that a corflo cubby low profile balloon device was placed during a percutaneous endoscopic gastrostomy (peg) procedure performed approximately one month prior. According to the complainant, about 1 month after placement, "nutrition leaked between the right angle feeding tube and the locking adapter". It was also reported that the tube's locking tab was broken and that the locking adapter of the button was damaged. According to the complainant, the procedure was completed with another device (product and manufacturer unknown). There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good."

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date is unknown. Although the complainant has indicated that the suspect device is being returned for evaluation, it has not been received, therefore, the cause of the reported event is undetermined.